Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch select meter was displaying a 'replace battery' message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred during the week prior to contacting lfs at 11am. The patient reported using oral medications with diet and exercise to manage his diabetes. The patient reported during the week prior to contacting lfs, he had less to eat or drink than usual at 11:30am. The patient immediately after the issue occurring, he felt 'low energy.' The patient reported on the day of the alleged issue at 12pm, he was given insulin by a health care professional. It is unclear if this was an addition to the patient's diabetes management regimen, or a treatment for an acute complication of diabetes. The patient reported no other device was used. At the time of troubleshooting, the cca confirmed this was not the first time the meter had been used. The patient reported he did not have a new battery at the time of troubleshooting. The alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, he required treatment from a healthcare professional which was above and beyond the patient's usual diabetes management routine.